Manufacturer narrative:
The company rep examined the system ans was able to successfully connect the pneumatic connector without any issue. The co rep replaced the male pneumatic connector as a preventive measure. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be determined. (B)(4).

Event description:
A customer reported that the vitrectomy connector was loose during surgery. The system was exchanged and the procedure was completed with no harm to the pt.